Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt was scheduled for a lead revision due to no longer receiving stimulation. It was also reported intra-operative testing showed invalid impedance values for the scs lead. Additionally, the physician decided to explant the pt's entire scs system due to scar tissue in the pt's dural space.